Event description:
Distributor contacted dexcom technical support on (B)(6) 2014 to claim no audio output patient experienced on (B)(6) 2014. At the time of contact with dexcom technical support, no medical intervention or injuries were reported. Additionally, distributor claimed to have tested the alert functionality and reported to dexcom technical support that the alerts were not functional, but device did vibrate.

Manufacturer narrative:
(B)(4).